Manufacturer narrative:
Philips service replaced the fuse holder, fuse carrier, and fuse fast 6a 13/32x11/2, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a blown fuse in the m-cabinet caused power loss to crcb and network issues on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.